Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several minutes after being implanted the lead exhibited unstable and high thresholds. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.